Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed."

Event description:
It was reported that the customer entered incorrect sleep schedule due to user error. Customer experienced a blood glucose (bg) level of 40 mg/dl to 160 mg/dl. Customer consumed candy to address low bg. Tandem technical support guided the customer through correcting the sleep schedule to address the event. Additionally, it was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue.